Manufacturer narrative:
Investigation summary: three photos were received for evaluation. Customer detected a package difficult to open. According to photos provided, an inspection was performed on packaging area looking for any activity that could cause this issue (fibers in the tray) and no issue was found for this product. Material 309702 with lot number 9029617 was manufactured on january 31, 2019. DHR was reviewed and no quality notification or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Based on device history record review (DHR) for material 309702 with lot number 9029617, the product lot met the packaging specifications and qa inspections. The tray sealer machine was reviewed and no issues were found that can contribute to the reported failure mode that could cause the tyvek tearing. There was no issue with gasket, sealing plate,or any failure in a cylinder that could have caused the reported issue. Sealing trays with lids process was also reviewed and no issues were noted. There are proper controls in place to detect product malfunctions. No actions will be taken at this time by manufacturing process due to the reported defect is not related to the manufacturing process. However, this defect is related to raw material (tyvek). Supplier detected improvement to their process; therefore a CAPA (c-01555-x7p6) was opened. Based on the investigation conclusion the condition reported by the customer is confirmed. Supplier was notified and corrective and preventive actions have been taken to improve fiber tear process.

Event description:
It was reported that bd luer-lok¿ syringe packaging is difficult to open. This occurred on 57 occasions before use. The following information was provided by the initial reporter: material no. 309702 batch no. 9029617 it was reported the packaging is difficult to open. (1 of 9 complaints) we noticed a change with how the covers of the convenience paks of syringes tears off the container. The cover used to tear off cleanly and neatly and now it is difficult to remove and leaves behind shreds of the cover which increases particulates in our iso5 environment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe packaging is difficult to open. This occurred on 57 occasions before use. The following information was provided by the initial reporter: material no. 309702, batch no. 9029617. It was reported the packaging is difficult to open. (1 of 9 complaints). We noticed a change with how the covers of the convenience paks of syringes tears off the container. The cover used to tear off cleanly and neatly and now it is difficult to remove and leaves behind shreds of the cover which increases particulates in our iso5 environment.